Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that the patient broke out in hives when she tried charging her device for the first time. The reporter indicated that the patient was given no time frame as to when she could start charging her device. The patient's setting was at 5.1v, when she noticed her device was below half-way charged. The patient then turned her device off and decided to try charging. The patient however, got shocked when she attempted to charge. The reporter noted that the patient had been working stimulation upward from a low setting so as to avoid an overwhelming stimulation sensation upon turning it on. It was noted that the patient was scheduled to speak with her healthcare provider (hcp). If additional information becomes available a follow-up report will be submitted.